Manufacturer narrative:
The alleged conditions could not be duplicated.

Event description:
The provider alleges the consumer alleges he went over a threshold and allegedly fell backwards. Consumer is also alleging the joystick was making him go in all different directions

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The provider alleges the consumer alleges he went over a threshold and allegedly fell backwards. Consumer is also alleging the joystick was making him go in all different directions.